Event description:
The customer reported an uncontained fluid leak of approximately forty (40) ml from the coulter hmx hematology analyzer with autoloader. The fluid leak consisted of diluent, blood and cleaner. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse found a leak in tubing through pinch valve pv49. The replaced the tubing through pinch valve pv49 and the instrument ran without leaks. The repairs were verified per established procedures. (B)(4).